Event description:
On (B)(6) 2023, the patient experienced a headache. They were started on fioricet, and had an appointment with their neurologist. As of on (B)(6) 2023, the headache had resolved. The opinion of the barostim physician was that the headache was related to the barostim system. The patient had been hospitalized for heart failure decompensation, including shortness of breath, on (B)(6) 2023. While hospitalized, the patient was compensated with medications, and the barostim system therapy was increased. The patient was released on (B)(6) 2023. It was not known if the hospitalization or heart issues were related to the barostim system or therapy. The patient was placed on the transplant list. As of on (B)(6) 2023, in the opinion of the physician, the root cause of the patient's hospitalization was decompensation related to their pre-existing heart failure and was not caused or contributed to by the barostim system. As of on (B)(6) 2023, the patient was doing well.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was the patient's pre-existing condition. Cvrx ID#: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
On (B)(6) 2023, the patient experienced a headache. They were started on fioricet, and had an appointment with their neurologist. As of (B)(6) 2023, the headache had resolved. The opinion of the barostim physician was that the headache was related to the barostim system. On (B)(6) 2023, it was reported that the patient had been hospitalized for heart issues and shortness of breath. It was not known if the hospitalization or heart issues were related to the barostim system or therapy. The patient was placed on the transplant list.